Manufacturer narrative:
UDI: (B)(4). The investigation is in progress. A supplemental will be submitted.

Event description:
Edwards received notification from a field clinical specialist that during a transfemoral tavr with a 23mm valve, the first delivery system/valve had difficulty advancing into the patient. The delivery system would not advance. The difficulty was experienced when the ds was inserted into the sheath. The loader was fully inserted into the sheath. The valve and system were removed, and new sheath/system/valve were inserted. The surgeon was not familiar with the amount of appropriate force required and used a steep insertion angel. The original sheath was observed to have a small external tear in it. There were no injuries to the patient, but it was reported that one or two struts on the valve were bent backwards.

Manufacturer narrative:
The device was no returned for evaluation, therefore a no product return engineering evaluation was performed. A 3mensio provided by the site were evaluated and revealed the following: some calcified areas and some tortuosity on patient¿s right access vessel. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damaged was unable to be confirmed due to the unavailability of the valve and/or relevant images. However, a review of the DHR, and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of manufacturing mitigations supports that proper inspections are in place to detect issues relating to the complaint. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, the device was visually inspected and tested several times. All the inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. As reported, ¿the first delivery system/valve had difficulty advancing into the patient. The delivery system would not advance. The difficulty was experienced when the ds was inserted into the sheath¿. Per procedure training manual, ¿push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification.¿ as stated in complaint description, the surgeon used a steep insertion angle, which may lead to the use of high push force to advance the delivery system. In addition, the sheath shaft was punctured, which indicates that the device was excessively manipulated. A definitive root cause was unable to be determined; however, available information suggests that procedural factors (steep insertion angle/high push force/device manipulation) may have contributed to the complaint event. Although no labeling or IFU/training inadequacies were identified, a product risk assessment has previously been initiated.  A CAPA has been initiated to capture further investigation and corrective/preventive action activities. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.